Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system was not charging while plugged into the wall. The mobile view station (mvs) turned on while the image acquisition system (ias) did not. Inspection of the system showed no lights lit on the battery monitor board while the umbilical was plugged in. Battery stack checker showed tray 4 <(>&<)> 5 at low voltage. Voltage on both trays was at 28vdc. Both battery trays were replaced revealing issues with power tray. Using dash software, it revealed that the charger app only showed values for charger 16, all others had a blank grey box. Tech services console had no firmware values for chargers 1 ¿ 15. At this point with system on and appeared to be charging, the battery level was dropping. Tested j5 at the charger and the voltage was 33vdc throughout (should be 48vdc). The power tray was replaced and the voltage was tested. The imaging system then passed the system checkout and was found to be fully functional. The battery tray was discarded and the enclosure charger was returned unused. The power tray was returned and is currently under analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the system was not charging when they plugged it into the wall. The mobile view station (mvs) would power on, but the image acquisition system (ias) would not. There was no patient present when this issue was identified.

Manufacturer narrative:
The power tray analysis was completed with findings. The tray was installed in a known working system, which did not power up with the returned tray as a power source; electrical failure was identified as the confirmed cause of the malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.